Event description:
Philips received a complaint by the customer on the v60, indicating that tidal volume did not display values. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the tidal volume did not display values.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: multiple attempts have been made on 04jan2024, 11jan2024, and 18jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.